Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no adverse impact to the customer. The customer was sent new charging supplies to resolve the issue but no further information was provided.